Event description:
A customer reported the child was medicated based on the meter readings and as a result the child had a seizure. The customer reported injecting glucagon on the child and when the paramedics arrived they checked the child's blood glucose and obtained a reading of 76 mg/dl. The child was not reportedly transported to a medical facility. The customer reportedly gave food to the child to alleviate the symptoms. The meter results of 501 mg/dl and 353 mg/dl were reported. There was no report of death or permanent impairment associated with this event.

Manufacturer narrative:
The customer's product has been requested back for an investigation. A follow-up report will be submitted if the meter is returned. Note: this meter does not give a numeric value for readings greater than 500 mg/dl. For readings greater then 500 mg/dl, the meter will display "hi".